Event description:
Female patient uses renasys f medium kit with a renasys go. The patient had the npwt changed and the wound was revised earlier on that day in (B)(6) 2016. In the evening the blood starts to accumulate in the foam pad and in the npwt tube. It seems as the renasys go cannot suck away the blood that gathers up. The patient had to go into the or again to get a new foam pad and npwt system.